Event description:
It has been reported to philips that the azurion 7 m20 system was down and that the generator had a start up issue. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no xray possible and generator error. The review of the system log file showed x-ray generator errors. Upon functional testing, fse confirmed the issue was due to a short circuit on rail voltage output to point. To resolve this issue, the fse replaced the maximus rotalix ceramic (mrc) x-ray tube. After replacement of the mrc x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method codes were corrected.